Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event as follows: precautions: ¿ "failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during patient injection with a syringe of juvéderm® ultra plus xc ¿the barrel cracked when putting on the needle.¿ healthcare professional was injecting patient and changed needles during injection when barrel cracked. No injury to patient or injector.